Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range high voltage lead impedance measurements on the svc to can vector were noted via remote follow-up. Lead integrity was not suspected as the high voltage lead impedance had been trending high for the past year. It was recommended to have the patient be brought into the clinic and perform isometrics with a custom svc to can sense configuration as a general precaution. No intervention was performed. The patient was asymptomatic and will continue to be monitored.